Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. The ticket trending review for the architect stat high sensitive troponin-I reagent did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 77549ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 77549ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 50-year-old female patient. The result was not reported out. The following data was provided: sid (B)(6), processed on (B)(6) 2025 6:19 am initial result = 175.8 repeat 7:29 am = 0.5 pg/ml, sid (B)(6), (same patient new sample) processed on (B)(6) 2025 7:09 am result = 0.3 pg/ml. Customer¿s diagnostic cutoff for female = 15.6 pg/ml and higher there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one 50 year old female patient. The result was not reported out. The following data was provided: sid (B)(6) processed on (B)(6) 2025 6:19 am initial result = 175.8 repeat 7:29 am = 0.5 pg/ml sid (B)(6) (same patient new sample) processed on (B)(6) 2025 7:09 am result = 0.3 pg/ml. Customer¿s diagnostic cutoff for female = 15.6 pg/ml and higher there was no impact to patient management reported.